Event description:
Pain radiating from upper arm, across shoulder joint, into upper chest, throat and neck area. Pain and severe discomfort occurs nightly while sleeping, causing wakefulness, and distress. Duration 15-20 minutes, with subsidence only after arising to vertical position and extending shoulders distally, and attempting deep inhalation breathing (5 minute duration). Symptoms continue multiple times over next few hours. Symptoms occur less frequently but, do not subside for a few hours. Problems seem to abate during waking hours while engaging non-stressful daily activities. After my total reverse shoulder implant, I have a heart attack (subsequent stent implants), however doctor says there's no heart damage. Occurred again.